Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that patient had a painful hip and pseudo tumor and was revised.

Manufacturer narrative:
An event regarding pain and a pseudo tumor involving a cocr head was reported. The event was not confirmed. The reported device was not returned for evaluation. Medical records were not provided for review. Device history review and complaint history review could not be performed as no valid lot ID was provided. The exact cause of the event could not be determined due to limited information provided.

Event description:
It was reported that patient had a painful hip and pseudo tumor and was revised.